Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. No related problem was found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number n13603e18, was returned for evaluation. The returned device was visually inspected, and signs of wear and tear were noted. The returned device was assembled with an ar-6411 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 62 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. ¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. N problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 90, respectively. These results indicated no problem with pressures.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump would not function properly. The pump would not maintain pressure in the joint during a shoulder arthroscopy. When trying to change the pressure (increase/decrease), the pump would not change. The issue was first noticed when in the joint, doctor was viewing the glenoid, to which at random the inflow side started to really turn hard, when no fluid was leaking from the surgical site. This occurred during surgery, during which a second pump was wheeled in and used as a replacement for the one acting up. This was discovered during use, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.